Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was lead related. Follow up with the physician's office reported that the patient had died in his sleep, and the patient's wife found him deceased. The patient's lead had routine normal checks, with no lead problems. It was reported that the official cause of death is unknown.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested but not received. Evaluation summary: outer insulation breached (clavicle-rib crush); proximal segment returned and analyzed.